Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported this device did not fully mesh the tissue during processing. Either the handle would not go down, or the tissue would not mesh. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the gears and collars were replaced on the cutter. The cutter failed the test cut with an incomplete cut. The mesher had many worn parts. The carrier guide, bottom roll, comb, comb shaft, and ratchet gear were replaced. The cutter will need to be replaced to completely resolve the issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.